Event description:
The customer reported that the stockert is not delivering an adequate amount of energy. The temperature display was off by approximately 8 to 10 degrees per physician. Since the physician doesn't exceed 35 degrees c, he did not feel comfortable ablating at 50 degrees c and therefore, decided to abort the procedure and reschedule it for a plater date. The patient went through anesthesia and the initial catheter introduction phase. The customer is using a loaner stockert generator onsite. Initial event information provided by the customer did not indicate a reportable malfunction. However, after a technician visit to the facility and receiving additional information, this case was identified as a reportable malfunction on 11/16/2009.

Manufacturer narrative:
A preliminary evaluation on site by the technician indicated no problems with the stockert as its performance conformed to manufacturer's specifications. The stockert unit will be analyzed upon receipt for any underlying cause of failure. (B)(4).